Manufacturer narrative:
The insulin pump was received with no act button response due to a flattened button dome switch. No blank display or display anomaly was noted. The unit was unable to perform the functional check including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, unexpected restart error, and operating currents tests along with the self test due to no act button response. The unit was also received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The device powered off and cleared her settings, which caused her blood glucose to rise to 580 mg/dl. The insulin pump powered back on and the customer was able to put the settings back into her insulin pump and treat her blood glucose with an insulin pump bolus. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.